Event description:
It was reported that a pt underwent a pelvic floor repair procedure in (B)(6) 2011. Following the procedure, the device buckled and retracted. The pt experienced a recurrent prolapse, pain, unable to have intercourse, and a rectocele. The mesh was removed by a different surgeon. The surgeon, who did the corrective procedure, opined that the physician who implanted the mesh did the wrong procedure and the event was related to technique and procedure.

Manufacturer narrative:
(B)(4). Mesh migration occurred not labeled. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.